Event description:
It was reported the physician placed the trial lead and was unable to obtain stimulation intraoperatively due to high impedances. The physician opted to remove the lead and use a new lead to complete the trial procedure. The issue extended the trial procedure for approximately 30 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.